Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was recently admitted with elevated pump powers. Additional information was received from the clinical specialist notes that a pump exchange was performed and the patient remains inpatient.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.